Event description:
An article published by the cardiovascular and interventional radiological society of europe reviewed the "ten tears of experience with the gore excluder stent-graft for the treatment of aortic and iliac aneurysms. Outcomes from a single center study" (dr. Maleux, h. Claes, a. Van holsbeeck, r. Janssen, a. Laenen, s. Heye, s. Houthoofd, I fourneau, published on line on august 6, 2011). Between (B)(6) 1998 and (B)(6) 2010, a total of 121 nonconsecutive pts underwent implant of a gore excluder endoprosthesis. Eighty pts underwent treatment for an aortic aneurysm; 25 pts underwent treatment for an aortoiliac aneurysm and 16 pts underwent treatment for a common iliac aneurysm. These procedures were performed at the university hospitals of leuven, belgium. The article described an event wherein a late complication involving an occlusion of the external to internal iliac bypass. The pt required conservative management.

Manufacturer narrative:
Further info regarding these events was requested but not available. The lot/serial number was requested but not provided to gore. A review of the manufacturing records for the device could not be completed. The gore excluder aaa endoprosthesis instructions for USA (IFU) states, "the final treatment decision is at the discretion of the physician and pt." Please note: the average of the pts discussed in the article was 72.8 years old; and 97% of the pts were men. This report effects the pt was a (B)(6) male. Please note: the article was published on august 6, 2011. Additional info about specific pts, devices, and events is not available therefore gore was not able to determine if any of these events were previously reported.